Event description:
It was reported that a patient would undergo generator revision surgery to address migration of the device. There were no reports of patient manipulation or trauma that may have caused or contributed to the migration. Good faith attempts to obtain additional information regarding the suture used to secure the generator to the fascia during the initial implant have been unsuccessful. Attempts to obtain the explanted generator are currently being performed.